Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008.

Event description:
It was reported there was high impedance and a lead integrity alert (lia) occurred on the right ventricular (rv) lead. The lead was reprogrammed and detections were disabled. The lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.